Manufacturer narrative:
Company comment: the serious event of inflammation at implant site and purulent discharge and the non-serious events of swelling at implant site and ocular discomfort were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Restylane refyne was intentionally misused with regards to the cannula size used. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to symatese quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted until further information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-jan-2024 by an other health professional which refers to a 39-year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 1 ml of restylane refyne (lot s2213370017), 0.5 ml to each side of periorbital area using cannula 22g, into deep and superficial dermis with unknown injection technique. The product had not been used previously. Restylane refyne was injected using cannula 22g (intentional device misuse). Twenty days after the treatment, around (B)(6) 2023, the patient experienced inflammation (implant site inflammation) at the site of application on the left side of the eye. Pus (purulent discharge) was coming out through the pertuitous where it entered with the cannula and the site was swollen (implant site swelling). The patient felt pressure in the eye (ocular discomfort). On an unknown date in (B)(6) 2023, the patient received treatment with ketoprofen [ketoprofen], unspecified antibiotics and first injection of hyaluronidase [hyaluronidase] but without any results. On (B)(6) 2023, the patient started treatment with predsim [prednisolone], which was stopped on an unknown date. On an unknown date in (B)(6) 2024, the patient started using predsim again. She was also treated with hyaluronidase for the second time. In (B)(6) 2024 (last week from the date of the report), the patient went to a dermatologist for consultation and received corrective treatment with zinnat [cefuroxime sodium] and had no evolution. On (B)(6) 2024, the patient underwent laboratory examinations: culture, ht and ige exam and result showed no changes. On (B)(6) 2024, the patient started treatment with a third antibiotic bactrim [sulfamethoxazole, trimethoprim]. The patient was under evaluation for a third time injection of hyaluronidase, as it was not resolving. The reporting hcp assessed the events as severe and causality was possible. The hcp also confirmed that the patient was not hospitalized. Outcome at the time of the report: pus was not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Pressure in the eye was not recovered/not resolved/ongoing. Swollen was not recovered/not resolved/ongoing. Restylane refyne was injected using cannula 22g was recovered/resolved. Tracking list: v.0 initial, v.1 no additional information has been received by the reporter. On 19-feb-2024, batch record review results were received.

Manufacturer narrative:
Company comment: the serious event of inflammation at implant site and purulent discharge and the non-serious events of swelling at implant site and ocular discomfort were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Restylane refyne was intentionally misused with regards to the cannula size used. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 23-jan-2024 by an other health professional which refers to a 39-year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 1 ml of restylane refyne (lot s2213370017), 0.5 ml to each side of periorbital area using cannula 22g, into deep and superficial dermis with unknown injection technique. The product had not been used previously. Restylane refyne was injected using cannula 22g (intentional device misuse). Twenty days after the treatment, around (B)(6) 2023, the patient experienced inflammation (implant site inflammation) at the site of application on the left side of the eye. Pus (purulent discharge) was coming out through the pertuitous where it entered with the cannula and the site was swollen (implant site swelling). The patient felt pressure in the eye (ocular discomfort). On an unknown date in (B)(6) 2023, the patient received treatment with ketoprofen [ketoprofen], unspecified antibiotics and first injection of hyaluronidase [hyaluronidase] but without any results. On (B)(6) 2023, the patient started treatment with predsim [prednisolone], which was stopped on an unknown date. On an unknown date in (B)(6) 2024, the patient started using predsim again. She was also treated with hyaluronidase for the second time. In (B)(6) 2024 (last week from the date of the report), the patient went to a dermatologist for consultation and received corrective treatment with zinnat [cefuroxime sodium] and had no evolution. On (B)(6) 2024, the patient underwent laboratory examinations: culture, ht and ige exam and result showed no changes. On (B)(6) 2024, the patient started treatment with a third antibiotic bactrim [sulfamethoxazole, trimethoprim]. The patient was under evaluation for a third time injection of hyaluronidase, as it was not resolving. The reporting hcp assessed the events as severe and causality was possible. The hcp also confirmed that the patient was not hospitalized. Outcome at the time of the report: pus was not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Pressure in the eye was not recovered/not resolved/ongoing. Swollen was not recovered/not resolved/ongoing. Restylane refyne was injected using cannula 22g was recovered/resolved.